Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, error code e-86 was noted in the error log indicating failure of the outlet pressure sensor. Replacement of the device printed circuit board assembly is required to resolve this issue. No foam particles were confirmed inside the device. No repairs were completed because the device was requested by the customer to be scrapped. The device will be included in the fsn 2023-cc-src-039. Additional findings not related to the malfunction/issue: error code e-20 present in the error log indicated a defective eeprom for device with software version below 2.3. However, this device's software version was 3.6, therefore this is a log only event and not a critical issue. In addition, error code e-96 was present in the error indicating the device was unable to write to the event log for which replacement of the printed circuit board assembly is required. However, this is a log only event and not a critical error.